Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 171mg/dl,149.4mg/dl and the sensor glucose was 162mg/dl but before that half an hour it was 84.6mg/dl. Customer stated the sensor glucose value was 124.2mg/dl and they had suspend on low and pump suspended insulin was saying down to 72mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.